Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-19509.

Event description:
It was reported that the customer experienced high blood glucose levels, insulin leaked from the reservoir, and the insulin pump alarmed motor error. The blood glucose reading was 600 mg/dl. The reservoir had been discarded, not used. The customer's mother stated that the leak occurred while the reservoir was in the insulin pump. She also noted some cracks in the reservoir barrel. Advised the return of the reservoir for analysis. Nothing further reported.